Manufacturer narrative:
The device was returned and analysis identified that the micro usb port was loose. Additionally, the device did not power on after 1.5 hours and the tm90 recharging circuitry was damaged on l3. The device was taken out of service/scrapped. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving morphine via an implantable pump for spinal pain indications. It was reported that their communicator either stopped working or wouldn't hold a charge. The issue happened right before the holiday weekend. They stated they were not able to bolus because of the communicator issue. Their doctor and their healthcare provider (hcp) told them to call patient services. They said when they charged the communicator the orange light showed on top, but as soon as they unplugged the charging cord, the communicator would not turn on. They also said the green light wouldn't come on even after charging the communicator for days. The agent had the patient press and hold the power button for few seconds multiple times, but the communicator was still unresponsive. They mentioned that one time they used a different charging cord and were able to charge the communicator, but when they used that same charging cord again, the same thing happened. Troubleshooting steps taken on the call didn't resolve the issue. Agent sent a request to replace the communicator.